Event description:
The parent reported that the patient began using the very first pod during training and wore the pod on the abdomen for approximately 49 to 71 hours. Soon after application, the parent observed rising blood glucose (bg) levels. The patient experienced bg readings over 20 mmol/l (360 mg/dl), along with symptoms including feeling sick, headaches, and difficulty focusing. The parent also reported insulin leaking during wear. Due to concern about the increasing bg levels, an ambulance was contacted. Medical personnel assessed the patient, confirmed elevated bg, and administered insulin via pen injection during the visit on (B)(6) 2026. The patient was able to resume treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported ambulance home visit and hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.